Event description:
Complainant alleged that while attempting to cardiovert a pt in cardiac arrest, the device failed to discharge. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.